Event description:
A patient reported that they were unable to read the results on their fasttake meter. Patient's meter allegedly had segments missing on the display. The issue was not resolved. Patient reported feeling "shaky, low and lethargic". Patient tested on another meter. Reading is unknown. Patient ate some cereal with sugar on it to treat self based on the low symptoms. No further information has been reported.